Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins). Manufacturer representative (rep) was in a case and got "validation error: 000100bb." Technical services (tss) helped rep clear error code and implant working as designed. Tss clarifies they had the rep press continue and they were able to successfully start usage on the ins without issue. Prior to those troubleshooting actions the rep was just pressing "end session" which kept them in a loop. Additional information from the rep indicated that the cause of the validation error was not determined, and selecting continue did work for them to continue the session.